Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." Res vol is 101.0 ml, rate is 2.2 ml/hr, given is 10.95 ml. Patient not affected. No further information available.